Manufacturer narrative:
The data acquisition (da) printed circuit board assembly (pcba) was returned for investigation. Visual inspection of the returned data acquisition (da) pcba revealed no evidence of damage or contamination. The component failure u6 created the error code 110a-proximal pressure sensor auto zero failure.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021.

Event description:
The customer reported a proximal pressure sensor auto zero failure. There was no patient involvement. The remote service engineer advised the customer to replace solenoid 3 and 4 followed by the data acquisition board if those don't resolve the issue.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information from the customer but no response was received. The resolution and disposition are unknown. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed.